Event description:
It was reported that the case of catalog # 367986, lot # 9011610 bd vacutainer® sst¿ blood collection tubes had one pack of tubes within labeled catalog # 368159, lot # 9010908. The mixed product error was found before use. The following information was provided by the initial reporter: within a case of bd # 367986 - 5ml sst vacutainer lot# 9011610 tubes, the production team found one 1 pack of tubes labeled bd # 368159 5ml ¿ sst vacutainer lot# 9010908. The warehouse confirmed that it appears the balance of the lot# seems to have the correctly labeled tubes within the case, although we do not know if there are potential mixed tubes within each pack, as we did not open packs to verify each tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for mixed product with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and mixed product was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and customer samples, the customer¿s indicated failure mode for mixed products with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the case of catalog #: 367986, lot #: 9011610 bd vacutainer® sst¿ blood collection tubes had one pack of tubes within labeled catalog #: 368159, lot #: 9010908. The mixed product error was found before use. The following information was provided by the initial reporter: within a case of bd #: 367986 - 5ml sst vacutainer lot#: 9011610 tubes, the production team found one 1 pack of tubes labeled bd #: 368159 5ml ¿ sst vacutainer lot#: 9010908. The warehouse confirmed that it appears the balance of the lot# seems to have the correctly labeled tubes within the case, although we do not know if there are potential mixed tubes within each pack, as we did not open packs to verify each tube.